Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experiencing syncope where they fell and became injured. A remote interrogation was performed which showed stored pacemaker mediated tachycardia (pmt) episodes around the same time as the syncopal event. Boston scientific technical services (ts) noted normal function observed in response to what appeared to be a fast atrial rate and it did not appear to be retrograde from a ventricular pace event. The field representative noted the pmt was not considered as a cause of the syncope, however the cause remained unknown. No programming changes were made to the pacemaker. The pacemaker remains in service and additional adverse patient effects were reported.